Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction (mi) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure direct stenting was performed in the mid left anterior descending (lad) lesion and a 3.0 x 18 mm xience v stent was deployed in the distal right coronary artery (rca), after pre-dilation. Direct stenting of the proximal rca was done with a 3.5 x 18 mm xience v stent and direct stenting of the mid rca lesion was done with a 3.0 x 28 mm xience v stent. There was no pt or product issue noted at the time of the procedure. However, in 2009, the pt returned to the hospital with chest heaviness and was found to have st-elevation mi. Reportedly, the pt was treated with medication and percutaneous transluminal coronary intervention (ptci) (restenosis) of the target vessel. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - angina, mi, and restenosis, in the IFU are known adverse events associated with coronary stenting, and in the risk assessment as no-fault post-procedural complications. It was reported direct stenting was performed. The IFU states: the vessel should be pre-dilated with an appropriate sized balloon, failure to do so may increase the difficulty of stent placement and cause procedural complications. A conclusive cause for the pt effects, and the relationship to the product, if any, cannot be determined. The other three xience v stents are being reported under this same MFR#.